Manufacturer narrative:
Evaluation results code and conclusion code corrected.

Manufacturer narrative:
E1: reporting institution phone# (B)(4). E1: reporter phone# (B)(6). A philips authorized service personal (asp) evaluated the device and found no error code. The probable cause of the malfunction is software hang up. Analysis was performed and investigation has been completed. The engineer reset the software, and the device passed all test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mp80 indicating that the monitor hung up one time. The device was in use on patient at time of event, there was no adverse event reported.